Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2016 with the following findings: during investigation, the keypad was found to be intact; all of the keypad buttons were responded appropriately during testing. The complaint of under-responsive keypad buttons was not duplicated. The keypad cover was removed and no contamination was found under the button contacts. Unrelated to the complaint, investigation revealed evidence of moisture behind the display lens. The battery compartment was observed to have cracks in two areas. A leak test was performed and a battery compartment leak was found. The pump was opened and the keypad flex was found to be fully seated in connector. There was evidence of moisture found throughout the inside of the pump, on the keypad connector and flex. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged and punctured. The audio bolus button responded appropriately during testing.